Manufacturer narrative:
The device was discarded and therefore was not returned. A review of the device history record was performed and all product met requirements prior to release. Investigation determined that the instructions for use needed more clarity. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Manufacturer narrative:
The device was discarded and therefore was not returned. A review of the device history record was performed and all product met requirements prior to release. Investigation is still ongoing. No cause for the event has been established at this time. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "dr. (B)(6) utilized the reusable iconix 1.4mm drill and cycled it a few times to make a pilot hole for the iconix knotless implant (pn 3911714520). The implant failed to insert into the hole. The inserter buckled during the insertion attempt, bending the guide near its distal tip. The tip of the inserter broke during the insertion attempt and was subsequently retrieved and removed from the patient. The shuttle suture frayed when passed with the nanopass. None of the implant, nor its inserter was left in the patient."